Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. It was reported that on (B)(6) 2017 the patient¿s pump was explanted due to infection. The infection was noted to be the environmental, external, or patient factor that may have led or contributed to the issue. The issue was resolved. The patient would be re-implanted in the future. The patient status was reported as ¿alive no injury¿. No further patient complications have been reported as a result of this event.